Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product is being returned to zoll, but zoll has not received the device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.